Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up exam, the device was found in back-up mode. Attempts to reprogram the device were not successful. The patient had previously been in an automobile accident and had also undergone electrical shock treatment.